Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples and a troponin I-free sample processed on a vitros eciq immunodiagnostic system. The most likely assignable cause of this event was instrument related. Following service actions on multiple subsystems, the customer was able to perform a successful tropi es within-run precision test. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. There was no indication that a reagent issue contributed to the event. The investigation determined that the assignable cause of this event was most likely instrument related.

Event description:
The customer observed higher than expected vitros tropi es results obtained from two patient samples and a troponin I-free sample processed on a vitros eciq immunodiagnostic system: patient 1 vitros tropi es: 0.080 ng/ml vs. Expected 0.013 ng/ml. Patient 2 vitros tropi es: 0.061 ng/ml vs. Expected 0.013 ng/ml. Troponin I free sample= 0.060, 0.066, 0.074 ng/ml versus expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The results for patient samples were reported outside the laboratory; however, they were later questioned by a healthcare provider prompting a repeat testing to confirm the result. A corrected report was issued from the laboratory based on repeat testing of the sample. There was no allegation of patient harm as a result of the event. (B)(4).